Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0mnbg, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was requesting assistance to turn stimulation back on. She was on 2.7 volts and 2.6 volts. The patient reports feeling sick to her stomach and feeling weakness in her legs. This issue began the day before yesterday. She notified representative of the issue the day of reported event date. He showed her how to shut stimulation off, though he said he didn¿t think it was related. The sickness and weakness did not go away when device was off. It did not go away so she decided to turn the stimulation back on to prevent having an accident. Additional information received reported that the patient was still having concerns with their device or therapy, but was working with their doctor or manufacture representative; an appointment was scheduled on (B)(6) 2014. Additional information received reports there was a fifty percent or greater symptom reduction. It was noted that the implant was the component involved in reported event. The patient was unable to urinate at night. The patient was very constipated. The cause of the event was not determined and it was unknown if it was device related. The patient recovered without permanent impairment. The patient was doing very well now and extremely happy with implant.